Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 06th november 2020 and 06th november 2021 showed the sudden increase of the pacing impedance from approximately 680 ohms to 890 ohms on the 06th november 2021. Further analysis showed the switch of the rv pacing from bipolar to unipolar due to the rv lead failure alarm on the 06th november 2021. No iegms were available for evaluation of the reported loss of capture. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that this lead was capped due to loss of capture. No adverse patient events were reported.